Manufacturer narrative:
Corrected data: upon quality assurance evaluation, the head (part number 497-34-000 , lot 53842603) and sleeve (part number 411-00-035 , lot 53798947) were added. Originally only reported the stem and liner.

Event description:
Revision surgery - the surgeon stated metallic wear debris in the patient was the reason for revision surgery. Surgeon pulled out the femoral component and put a revision stem (not djo stem) in.

Manufacturer narrative:
The reason for this revision surgery was metallic wear debris in the patient. The in-vivo length of patient service for the implant was 10.5 years. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept at the hospital as a specimen and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing of this part. All critical dimensions, design criteria and specifications in effect at the time the part was manufactured were met. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This event is deemed as non-product related. The root cause for this event was the patient had metal debris in the hip joint. The scope of this investigation is limited without having the explanted parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.